Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the uninterruptable power supply (ups). Siemens concluded the event was caused by power outage in the laboratory due to weather. There is no design or product problem with the instrument. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Customer reported smoke coming from the uninterruptible power supply (ups) of their dimension vista 1500 instrument. There was a power surge and brief power outage in the laboratory due to weather. There are no known reports of patient intervention or adverse health consequences due to the event.